Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Insulin pump received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery side and also insulin pump was not working, they was swimming. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.